Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6), 2011, resulting in fixture loss. The patient was implanted with a new device on (B)(6), 2011.

Manufacturer narrative:
This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4).